Manufacturer narrative:
Pump received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding. Pump received with cracked battery tube threads, cracked case battery tube and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was crack on insulin pump's button. No further details given. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.